Event description:
This case was reported by a consumer and described the occurrence of application site infection in a (B)(6) female patient who received class 1 medical device (abreva conceal) ointment for product used for unknown indication. A physician or other health care professional has not verified this report. On an unknown date, the patient started class 1 medical device (unknown) at unknown dosing. At an unknown time after starting class 1 medical device, the patient experienced application site infection, cold sores, condition aggravated, and product complaint. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unknown. Ae's reported via email received (B)(4) 2013. Consumer reported after using the product twice it made her cold sore worse. Consumer reported she had a huge pus pocket that wasn't there when she put the patch on and consumer reported when she removed the patch, the pus came out and her cold sore was oozing all day. Consumer reported product complaint of the patches not sticking. (B)(4). All future correspondence will be submitted to (B)(4). The following information was extracted from case (B)(4). Ae received via e-mail (B)(4) 2013: consumer reported a product complaint of adhesion described as, to get them to stick, your lip has to be completely dry, and pus at application site which was described as, I finally got one to stick and it was only on for 1.5 hours and there was a huge pus pocket underneath it.

Manufacturer narrative:
Abreva conceal is manufactured in (B)(4) and neither the product nor lot number for this product was available. (B)(4).